Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm.

Event description:
A report was received that the patient had pain at the battery site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had pain at the battery site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.